Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a non-tortuous, severely calcified lesion with 90% stenosis in the distal lad. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion and so the lesion was dilated again. The stent was attempted a second time but failed to cross again and upon removal the stent was noted to be deformed. No patient injury is reported. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. A 3.0x18mm non-medtronic stent was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. The stent appears to have moved distally over the distal tip. Deformation was evident to the 1st, 4th and 5th stent wraps with struts raised and bunched. It was not possible to determine tip deformation due to displacement of stent over the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel due to stent displaced over the distal tip. If information is provided in the future, a supplemental report will be issued.